Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® sst¿, the stopper of one tube is a different color than the rest of the shelf pack. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to use of bd vacutainer® sst¿, the stopper of one tube is a different color than the rest of the shelf pack. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary- bd received one photo for investigation. After review, the photo showed that a single tube within an unopened pack had a different color stopper compared to the others, with this stopper being blue while the others were red. Additionally, a total of 30 retained samples were visually inspected for incorrect stopper color, and all 30 samples passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect stopper color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.